Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a failure in the accuracy of the valves that was used to inflate the cuff. After the insertion of the tube, there was a continuous dropping in saturation as well as air leak. When performing extubation, it was verified that the cuff was leaking.